Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the handle was operated to open intra-operatively, the staple's side at the tip would not open. Both the reload and handle were replaced because of danger. There was no patient injury.